Event description:
During removal of three-way foley, balloon fluid volume was pulled back and discarded until no more fluid was coming out of balloon, foley was then removed with great difficulty ultimately to find balloon was still partially full of fluid, clinician and ud were both alerted and inspected.